Event description:
Reporter called on behalf of board and home care resident who was continually receiving the er1 message. Reviewing technique it was discovered that reporter was using one touch control solution. Uniquely, it was also discovered that in order to get a higher blood glucose reading on the board and home care resident the staffers had been testing her blood mixed with the control solution.